Event description:
The ventilator restarted and alarmed while in use on a pt. The customer reported there was no pt harm. The respironics service tech reported he was unable to duplicate the customer reported problem but confirmed there was a diagnostic code in the ventilator log history that indicated a power failure of the ventilator occurred followed by a restart. The service tech replaced the power switch to correct the problem. Extended self testing (est) was performed and passed per operating specs.